Event description:
Although the patient felt stimulation in the desired area she had significant breakthrough pain; the stimulation was not effective. Multiple reprogramming sessions did not help. The patient did not keep the device charged, she did not want to maintain the system. She decided to have the system removed. The outcome was reported as recovered without sequelae.

Manufacturer narrative:
Final device analysis revealed no anomalies on the ipg. It was functionally ok. The #4 conductor of the lead was broken at the #4 connector weld site. Extension was functionally ok but cut through (suspected explant damage). There was a procedural non-conformance on extension. The setscrew impressions on the #0 connector of the extension possibly indicated that the extension was not completely seated while implanted. The extension was in the #8-15 ins connector port. The titanium inserts were separated from the silicone portion of the anchors. There was evidence that the inserts had been glued properly in manufacturing. It was suspected that the anchors separated during the explant procedure.